Event description:
2 year-old male with medical history of pulmonary atresia with ventricular septal defect s/p right ventricular outflow tract repair using 15mm alt. Pulmonary homograft required explant on 1/9/97 due to homograft stenosis and dysfunction. Valve was replaced with 17mm homograft. Homograft was resected together with aneurysm of the right ventricular outflow tract. Site did not access relationship to homograft.